Manufacturer narrative:
The monitor unit, receiver unit, and stylet were not returned, however, tracings of sample were provided and were reviewed. After reviewing several of the attached corview video tracings, it was noted tracing 20210220114014 showed deviation into the right lung area at 44 seconds and continued in an abnormal fashion continuing off traditional gi path for the remainder of tracing (about 11 minutes). Therefore, it was determined that the user was trained on the cortrak system and the incident resulted from the user being unable to interpret the cortrak system's tracing, the root cause was determined to be user error. All information reasonably known as of 07-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 20-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 1512012, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. All information reasonably known as of 17-mar-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided.avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the patient was "admitted as a cardiac arrest. Had rib [fracture] and developed pna (pneumonia)." The patient was extubated on (B)(6) 2021. A feeding tube placement was attempted (B)(6) 2021 by a cortrak user after a failed swallow evaluation by the speech therapist. An x-ray noted the nasogastric tube (ngt) was in right lung. The ngt was removed. A feeding tube was placed by the physician. The ngt was confirmed in the gastrointestinal tract by a kidneys, urethra and bladder (kub) x-ray and a pneumothorax was noted. A chest tube was placed for treatment of the right lung pneumothorax, additional information received 22-feb-2021 stated the patient is recovering from a right lung pneumothorax with a chest tube placed for treatment. The patient has not experienced increased oxygen therapy needs. The physician replaced the ngt via fluoroscopy "blind placement, verified by kub." Upon viewing the tracings the customer recognizes it was an operator error, the cortrak is in good working order and was not at fault they do not feel it is necessary to return the device.